Manufacturer narrative:
(B)(4) - product was requested to be returned for eval and has not been received. (B)(4).

Event description:
Customer claims that the power on the alarm is intermittent. They examined the battery connection and noticed a loose wire. There was no pt incident or injury reported.